Event description:
Caller reported a cgm error 42, indicating an issue with their continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the error code did not appear again, allowing the caller to successfully start their sensor session.